Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. The customer¿s blood glucose level was 200 mg/dl. The customer stated the insulin pump was not recently stored nor out of use for an extended period of time. They were assisted with rewinding the insulin pump. They were assisted with reprogramming the insulin pump. It was noted that an alarm immediately followed a battery change. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no unexpected restart alarm and no unexpected restart alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.